Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a big air bubble in their reservoir. Customer's blood glucose was 339 mg/dl. The customer was advised rewinding the insulin pump with the reservoir in place will create air bubbles. Troubleshooting was unable to remove the air bubble by performing a 5 unit fill cannula. The customer also stated there was resistance when attempting to remove the air bubble with a push plunger. Customer was able to remove the air bubble by manually pushing with a plunger. Customer's reservoir and infusion set will be replaced. No additional information provided.